Event description:
It was reported that when the device was used during an unknown procedure, it fired malformed staples. The procedure was completed with sutures and a like device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.